Event description:
The reporter stated that the device had a rattle inside; the alarm is barely audible; there is a crack in front case; and needs calibration. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During evaluation, the audible alarm speaker was found to be working but sounded bad, and was replaced. This is being monitored for trends. Many other parts were replaced indicating the device had been dropped.